Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, phrenic nerve stimulation was observed due to the left ventricular (lv) lead. The device was attempted to be reprogrammed to resolve the issue but was unsuccessful. The issue was resolved by repositioning the lv lead. The patient was in stable condition.